Event description:
It was reported that the insulin pump was scrolling up on a bolus even after the buttons were released. The blood glucose reading was 83 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No scrolling numbers were noted. The insulin pump had a cracked case at the display window corner.